Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg could not be connected to the patient controller after not being placed into surgery mode during an unrelated surgery. Intervention will be considered at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B5 - updated event details to reflect ipg being recovered. A case of cannot connect to generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, event details indicate the ipg was able to be recovered with a cp. Actions have been taken to prevent reoccurrence. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the ipg was able to be recovered by the manufacturer representative. The device is providing therapy.